Manufacturer narrative:
Added: d3. Corrected: d1, d4 (serial & catalog). Major bleed/asae: the cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
An impella cp was inserted via the femoral artery to support the 83-year-old male patient who had been admitted in with known coronary artery disease and a plan for the protected percutaneous coronary intervention (pci). The underlying medical history was not shared, beyond the need for CPR due to prior cardiac arrest. On the day of implant, the patient expired. The death was attributed to a possible major bleed, but no other information was shared regarding the blood loss. The contribution of the anticoagulation necessary for the pump placement and support may cause/contribute to access site bleeding. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.